Manufacturer narrative:
The company service representative examined the system and could not duplicate the system message. The system message was found in the event log. The footswitch cable was not locking into the footswitch. The footswitch cable and solenoid spacers were replaced. The solenoid spacers were disposed off. The system was then tested and met all product specifications. The footswitch cable has been received and in-house testing is in progress. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "repeated system message." (Device displays error message [injection system]). A nurse reported a system message occurred repeatedly. The system also would not prime. The system was rebooted multiple times but the message still would not clear. The footswitch was switched out and the case was completed without incident. This resulted in a 45 min delay. Additional info was requested. Additional info was received. The nurse reported the issue occurred during set-up but the pt was in the room. No pt injury was reported.